Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge was observed to be fluctuating which resulted in the pump shutting down. Subsequently, customer's blood glucose (bg) elevated to over 500 mg/dl with high ketones. Customer was taken to the emergency room (ER), and was treated with intravenous fluids and insulin. The customer was released from the ER 2.5 hours later, and was in "stable" condition. Upon being released from the ER (emergency room), the customer's bg level was 220 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.